Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient temperature was 31.9c, target temperature was 33c and they stated that the arctic sun device kept stopping. Ms&s asked nurse to start the device, water temperature was 21c, low temperature alert was set to 30c, and they increased high water limit to 42c. There was good flow rate, the two temperature probes were correlating, and water temperature rising during troubleshooting. Per follow up 1 on 07jan2021 via nurse, stated that the issue was patient related and they were able to resolved and the patient met target and completed therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient temperature was 31.9c, target temperature was 33c and stated that the arctic sun device kept stopping. Ms&s asked nurse to start the device, water temperature was 21c, low temperature alert was set to 30c, and increased high water limit to 42c. There was good flow rate, the two temperature probes were correlating, and water temperature rising during troubleshooting.